Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the atrial lead would not go into the atrial port. The device was not implanted.

Manufacturer narrative:
The reported field event of the inability to insert the atrial lead was confirmed in the laboratory. Visual inspection noted foreign material on the atrial contact spring. The cause of the foreign material was a manufacturing anomaly.